Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump could not get past unexpected restart alarm. Customer also mentioned that she has been working with a representative and was advised to have the insulin pump replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.